Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation. The user indicated that the event was due to procedural error and no defect of the device was indicated. The device was discarded.

Event description:
During a pulmonary vein isolation procedure, the doctor attempted ablation about six times with the clamp. After that, a full maze and mitral valvuloplasty were conducted in a state of cardiopulmonary arrest. After the procedure when cardiac beat was restarted, the doctor found oozing of blood from the ablation line which was sutured by 5-0 proline and the procedure was completed without further incident. The doctor indicated the issue was not due to any issues with the device.